Manufacturer narrative:
No sample was received for an investigation. No qc was run before the measurement of patient samples. The elecsys anti-sars-cov-2 results are above a typical non-reactive level, hence potentially in a seroconversion state. A general reagent issue can be excluded. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Calibration was acceptable. Product labeling states: "the sensitivity of the elecsys anti-sars-cov-2 assay early after infection is unknown. Negative results do not preclude acute sars-cov-2 infection. If acute infection is suspected, direct testing for sars-cov-2 is necessary."

Event description:
The initial reporter received questionable false negative elecsys anti-sars-cov-2 results for three patients tested on a cobas 6000 e 601 module serial number (B)(4). The three patients were previously tested with pcr methodology. On (B)(6) 2020, the three patients were drawn and first tested with neuroimmune anti-sars-cov-2 elisa (igg). Due to the pcr and neuroimmune results, the three patients were tested with elecsys anti-sars-cov-2 for preparation of positive quality control material. The time period between pcr measurement and serology testing was requested but not provided. Patient 1¿s neuroimmune result was 1.14 coi positive and pcr result was positive. The elecsys result was 0.123 coi non-reactive. Patient 2¿s neuroimmune result was 4.62 coi positive and pcr result was positive. The elecsys result was 0.966 coi non-reactive. Patient 3¿s neuroimmune result was 1.38 coi positive and pcr result was positive. The elecsys result was 0.088 coi non-reactive.